Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly and no button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.